Event description:
The patient experienced redness and heat around the area of the pocket where the neurostimulator (ins) was implanted in his upper left chest. The patient proceeded to the emergency room on (B)(6), 2010, and the ER doctor withdrew infected fluid from the pocket area where the ins was implanted. On (B)(6), 2010, the patient was prepped for surgery and redness and puffiness was noticed at the lead/extension connection. It was noted that (B)(6) was detected. The entire device system was explanted and a six week regiment of vancomycin was instituted to clear the infection. A full recovery was expected. The hospital sent the explanted device system to their infectious disease department for analysis.

Manufacturer narrative:
(B)(4).